Manufacturer narrative:
Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to shock a patient during a synchronized cardioversion procedure, the shock button had to be pressed multiple times before the device would respond. It was reported that the patient was not harmed as a result of the reported issue. Physio-control contacted the customer for additional information about both the patient and the event; however, the customer advised that no further details were available. Following the event, the customer advised that they evaluated the device and observed that the shock button was unresponsive when pressed. As a result, defibrillation would not be available if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to shock a patient during a synchronized cardioversion procedure, the shock button had to be pressed multiple times before the device would respond. It was reported that the patient was not harmed as a result of the reported issue. Physio-control contacted the customer for additional information about both the patient and the event; however, the customer advised that no further details were available. Following the event, the customer advised that they evaluated the device and observed that the shock button was unresponsive when pressed. As a result, defibrillation would not be available if it were necessary.